Event description:
During a paroxysmal atrial fibrillation (af) ablation procedure, a farawave catheter was selected for use. Following device preparation and insertion, the physician positioned the guidewire in the left superior pulmonary vein (lspv) and initiated ablation applications. Upon attempting to retract the guidewire into its flower-shaped configuration, the physician encountered resistance but no difficulty in advancing the wire. The catheter and guidewire were removed and inspected for tissue entrapment, but none was found. The physician re-prepped the catheter and reinserted it. Without applying force, the guidewire was advanced, which allowed the catheter to reposition within the chamber. This maneuver enabled successful retraction of the guidewire into the catheter. The physician noted continued difficulty manipulating the wire and requested that the catheter be sent for analysis. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation (af) ablation procedure, a farawave catheter was selected for use. Following device preparation and insertion, the physician positioned the guidewire in the left superior pulmonary vein (lspv) and initiated ablation applications. Upon attempting to retract the guidewire into its flower-shaped configuration, the physician encountered resistance but no difficulty in advancing the wire. The catheter and guidewire were removed and inspected for tissue entrapment, but none was found. The physician re-prepped the catheter and reinserted it. Without applying force, the guidewire was advanced, which allowed the catheter to reposition within the chamber. This maneuver enabled successful retraction of the guidewire into the catheter. The physician noted continued difficulty manipulating the wire and requested that the catheter be sent for analysis. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which showed no abnormalities. The non-boston scientific guidewire was returned partially inserted into the catheter. The guidewire was removed from the catheter and investigators reinserted the guidewire and were able to advance the wire fully through the catheter. In addition, they were able to move the guidewire back and forth through the catheter's guidewire lumen and the catheter's array was able to be deployed without difficulty. Based on all the available information boston scientific concluded there was no problem detected with the returned catheter. The catheter functioned as expected with the same guidewire. The allegation could not be reproduced through investigation and no other defect was found with the returned catheter. The cause of the issue seen in the field could not be determined.